Event description:
Philips received a complaint about the v60 ventilator indicating that the device would not turn on. The device was reported to be outside of use at the time of the reported problem as the device issue was found while completing a scheduled service on the device. There was no patient or user harm reported. A replacement power management (pm) printed circuit board assembly (pcba) was ordered and installed in the device. The device was tested and is confirmed to be fully operational. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.